Manufacturer narrative:
On 4/9/2019, mentor received additional information via FDA medwatch mw5073034. Mentor became aware that the date of implantation was (B)(6)1991 and that the patient underwent bilateral removal on (B)(6) 2017. Mentor also became aware that the patient identifier was t.k. This medwatch form is for the left breast prosthesis. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On 4/29/2019, mentor became aware that the suspect medical devices reported are non-mentor implants. As such, the investigation will be closed. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
At the time of this report, mentor has received no information regarding explantation or an expected explantation date. It is unknown at this time if the device will be made available for return. As a result, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. Since no lot number was provided, no device history record (DHR) review could be performed. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported (via FDA mw5073034) that a patient of unknown age who underwent breast prostheses implantation with unspecified mentor gel implants for unknown indication on an unknown date, experienced the following: severe spinning vertigo lasting 6 years, 35 other symptoms including: extreme chronic fatigue, atypical connective tissue disease, breathing problems laying down, brain fog, memory loss, muscle pain, weakness, joint pain, dizziness, bad gastrointestinal and digestive issues, nausea, intense night sweats and hot flashes, poor sleep and insomnia, anxiety and depression, hypothyroidism, coughing, intolerant to heat and cold, new and persistent viral infections, candida, constant yeast infections, heart palpitation, swollen and tender lymph nodes in breast area, underarm, and throat, burning sensation around breast implant and armpit and bladder pressure pain. No date of explantation was provided thus far. The devices remain implanted. No product issue, such as rupture, has been reported. This medwatch form is for the left breast prosthesis.